Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that he experienced the low blood glucose. The customer blood glucose was 50 mg/dl. The customer stated the insulin pump says emergency as the sensor glucose was under 50 mg/dl. Advised the insulin pump was working as designed and will send a replacement belt clip. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).